Event description:
The patient reported that the backlight button was not working and the other keypad buttons were slow to respond. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The backlight button has no effect on insulin delivery function. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump keypad cover was observed to be intact. During testing the buttons were noted to be sticky and the contrast button was found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint the display screen was found to be dim and discolored with a reddish tint.